Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product code: 412.213s, lot number: 1372p77, manufacturing site: mezzovico, release to warehouse date: 09 nov 2022, expiration date: 01 nov 2032. Two ncrs (ref. Jbl nr 0018223 and jbl nr 0018539 ) are reported on the DHR of the affected lot: -jbl nr 0018223 was initiated for an issue during the flutes milling: items were scrapped, the remaining parts were processed and inspected without finding any non-conformance and they were released as conforming on (B)(6) 2022 -jbl nr 0018539 is a not confirmed non-product ncr. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances related to the malfunction were identified. An analysis of the product could not be performed since a physical sample was not received for evaluation. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported on an unknown date, the patient underwent open reduction and internal fixation(orif) surgery for femoral neck fracture with the femoral neck system(fns) in question, on (B)(6) 2023. Procedure was completed successfully without any surgical delay. After one month of surgery, a revision surgery was planned on (B)(6) 2023, for an unknown reason. No further information is available. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 38mm-sterile. This is report 3 of 6 for complaint pc (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.